Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor had an unplanned anterior vitrectomy while using the veritas system. It was also reported that the 3g vitrectomy cutter would not cut. They had to convert to another company's system for the vitrectomy to complete the case. This added about 20 minutes to the case. No additional information was provided. This report is report against the veritas system. A separate report will be filed against the vitrectomy cutter.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 05/25/2021, however the correct date is 06/02/2021. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.